Manufacturer narrative:
H.6. Investigation summary: based on the provided picture evidences, we can see the rubber cap is missing. Therefore this was not a preactivation but an end user misuse: the user probably held the plunger while removing the cap which led to the plunger detaching from the syringe. The safety device was probably triggered either during the misuse or after. A device history review was conducted for lot number 1797933 batch was released in accordance to the acceptable criteria. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd ultrasafe¿ passive needle guard syringe the safety device separated. The following information was provided by the initial reporter: (2 of 3 complaints). Took the cap off and when she went to inject, the needle went backwards and popped out of the plunger and all the medication came out and went all over.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd ultrasafe¿ passive needle guard syringe the safety device separated. The following information was provided by the initial reporter: (2 of 3 complaints) took the cap off and when she went to inject, the needle went backwards and popped out of the plunger and all the medication came out and went all over.